Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, implanting a damaged neurostimulator, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, severe for applied to the implant, excessive twisting, bending, and stretching have been ruled out. However, the patient has diabetes which is a contributing factor to the occurrence. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, mental capacity as the patient has diabetes (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
An ips clinical study patient reported erosion through the receiver site. They were instructed to keep the incision site clean, dry, and covered with sterile gauze and tegaderm until their appointment on (B)(6) 2024. An explant procedure was performed on (B)(6) 2024, the patient is healing, and plans to be re-implanted at a later date.